Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Episode #22 provided inappropriate therapy due to redetection. Redetection has committed therapies, however there was post shock pacing occurring at time of shock. (B)(4)

Event description:
It was reported that the patient experienced inappropriate therapy. The patient additionally received a second shock because arrhythmia was detected due to post shock pacing after the first defibrillation therapy. The implantable cardioverter defibrillator (ICD)&#1473;s reprogrammed and remains in use. No further patient complications have been reported as a result of this event.